Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarms noted during testing. The device had broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported, the customer received a button error alarm. The customer's blood glucose was 87 mg/dl. The customer stated, the button error alarm occurred after they had unsuspected their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.